Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-jan-2028, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 12-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices implanted experienced a return of back pain and loss of relief in the back. The patient reported only perceiving stimulation low in the legs, with loss of therapy in the intended area. A lead check was conducted and confirmed lead migration, with both leads originally placed around t7 and t8 now covering t10, t11, and t12. Impedance testing showed all values within range. The patient continued to receive relief in the left leg, so stimulation was maintained for that area. The patient was authorized and scheduled for a lead revision to restore the original placement. No known falls were reported, but the patient had a complete shoulder replacement in the past six months and had been pulling up with the opposite arm; however, the exact cause of migration was unknown. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.